Manufacturer narrative:
(B)(4).the device was returned to baxter, and the evaluation is complete. The issue of an increased intra peritoneal volume (iipv) event was identified in the event history log review. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The cause of the issue was determined to be one or more cycles advancing to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:43:54. During night drain cycle three, the patient's ultrafiltration reading was 1388ml, indicating the home patient (hp) drained 1388ml more than their maximum programmed fill volume of 2300ml. No additional information is available.